Event description:
During cardiomems implant procedure the patient experienced hemoptysis. The patient was intubated and a sedative was administered. The patient was kept overnight for observation. The patient was reported to be stable and no longer intubated the following day. An angiogram was performed. The physician believes the cause of the hemoptysis was perforation by the guidewire.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Additional health outcomes of the cardiomems sensor implant are hemoptysis and respiratory distress. Per the risk/benefit analysis, these risks can be characteristic for patients having a right heart catheterization procedure. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant.

Event description:
Additional information indicated the sensor was able to be calibrated on 16jun2023 by echocardiography.